Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause is user does not connect temperature cable correctly. However, this cannot be confirmed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "connections 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun® temperature management system so that access to the power cord is not restricted. Power on 1) turn the power on by activating the power switch. 2) the control module will automatically go through a brief self-test of the independent safety alarm. 3) a new user training module option is available from the start up screen. 4) when the self-test is complete, the patient therapy selection screen will appear on the control panel. Temperature probe placement patient temperature control with the arctic sun® temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially-available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun® temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement. Initiate hypothermia (cool patient and rewarm patient) hypothermia therapy is initiated and managed, and patient temperature is automatically controlled to a set target temperature from the cool patient and rewarm patient windows in the hypothermia therapy screen. The cool patient window displays the cooling phase patient target temperature and the length of time remaining in the cooling phase of the hypothermia therapy. The rewarm patient window displays the rewarming phase patient target temperature and the length of time remaining in the rewarming phase of the hypothermia therapy. To initiate hypothermia therapy: from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 1. Cool patient settings ¿ the default patient target temperature and duration will display in the cool patient window. ¿ ¿ to modify the patient target temperature and duration, press the adjust button to display the cool patient-adjust window. ¿ cool patient to: use the up and down arrows on the left side to set the desired patient target temperature to cool the patient ¿ cool patient for: use the up and down arrows on the right side to set the cooling duration to cool the patient before rewarming begins. ¿ press the save button to save the new settings and close the cool patient-adjust window 2. Rewarm patient settings ¿ the default patient target temperature and duration will display in the rewarm patient window. ¿ to change the rewarming phase patient target temperature and rewarming rate, press the adjust button in the rewarm patient window to display the rewarm patient-adjust screen. Use the up and down arrows on the left side to set the desired final patient target temperature. ¿ rewarm patient to: use the up and down arrows on the right side to set the desired final patient target temperature. ¿ rewarm at a rate of: use the up and down arrows in the center of the screen to set the rewarming rate. ¿ rewarm patient from: when cooling a patient, adjustment of the rewarm patient from setting on the left side of the screen is disabled and defaults to the cool patient target temperature. ¿ when rewarming a patient, the rewarm patient from adjustment is enabled and the value can be modified. The rewarm patient from setting is the temperature to which the system is currently controlling the patient. The rewarm patient from temperature will automatically increase as the rewarming process continues. This feature allows the rewarming procedure to be optimized by allowing complete control of the rewarming ramp. ¿ using the rewarm patient from temperature, the rewarm patient to temperature and the rewarming rate settings, the system will calculate and display the rewarming duration and the date/time at which the patient will reach the final rewarming target temperature. ¿ press the save button to save the new settings and close the rewarm patient-adjust window. 3. Initiate patient cooling ¿ press start, in the cool patient window to initiate therapy. You will hear a tone and then a voice stating ¿therapy started¿. Additionally, the cool patient window and the arctic sun® temperature management system icon will blink, indicating that therapy is in progress. 4. Initiate patient rewarming ¿ upon completion of the cooling phase, there are two options for initiation of patient rewarming, either automatically or manually, depending on the rewarming begins setting in hypothermia settings. ¿ if rewarming begins is set to automatically, the rewarming process starts automatically when the cool patient therapy is complete and the duration reaches zero. ¿ if rewarming begins is set to manually, the rewarming process starts when the start button is pressed in the rewarm patient window. The cooling process will continue until the rewarm patient start button is pressed. An alert will occur when the cool patient duration reaches zero. When the rewarm patient duration timer reaches zero, the system will continue to control the patient to the target temperature until the stop button is pressed. Once in normothermia, the timer will reset and begin tracking the duration of normothermia therapy." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensor was not working and arctic sun device was not cooling down. It was stated that if they set device to 36 degrees, the device set to 39 degrees but did not cool down in temperature. Per follow up information received via email on (B)(6) 2024, the unit was now working fine it would not be coming back. Just waiting to hear back if it was user error or how it was solved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensor was not working and arctic sun device was not cooling down. It was stated that if they set device to 36 degrees, the device set to 39 degrees but did not cool down in temperature.